Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose level due to a bent cannula and received high alerts, therefore the patient took an injection and a bolus to resolve this issue, but on (B)(6) 2019, the patient visited the emergency room with blood glucose level of 650 mg/dl, where the patient received intravenous drip and a shot of insulin. After spending seven hours in the emergency room, the patient felt little better and was admitted to the hospital with blood glucose level of 258 mg/dl. During hospitalization, the patient received intravenous drip and a shot of insulin as corrective treatment which resolved the issue. The infusion had been in use for one day. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.